Manufacturer narrative:
The na electrode lot number is i49. The expiration date was not provided. Calibration was last performed on (B)(6) 2023. The qc recovery data provided was acceptable. The field service engineer (fse) replaced the na electrode, decontaminated the ise module, and primed the reagents. The fse performed calibration and qc successfully. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.

Event description:
There was an allegation of questionable gen.2 ise indirect for na results for 1 patient sample on a cobas 8000 cobas ise module. The initial result was 131 mmol/l. The customer noticed the result was low which prompted them to repeat the sample. The repeat result was 137 mmol/l. No questionable results were reported outside of the laboratory.